Event description:
On 7/24/98 following a percutaneous transluminal procedure, an angio-seal device was placed in a pt's right groin. Three days later the pt presented with an ischemic right leg. An arterial duplex showed stenosis in the common femoral artery above the bifurcation and a partial occlusion of the profunda femoris at its origin. On 7/27/98 the pt was taken to surgery where the device anchor and collagen was found to have been deployed within the artery. The device was removed and a vein patch-performed. F/u conducted by the company rep on 9/14/98 found that the pt was without sequelae. As of 10/5/98 there has been no further info provided to the MFR of complication or pt sequelae.